Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The investigation determined the cause of the issue was a faulty board, however, the investigation could not determine the cause of the board failure. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac) via the phone, the customer¿s biomedical engineer (biomed) reported the monitor had powered off on its own approximately three weeks ago (patient identifier (B)(6)). The user had reported to the biomed, there was a complete black out of the monitor (complete loss of power with no backlight). The user had been able to resolve the issue at the time by pressing the power switch on the front of the unit. The biomed attempted to recreate the issue after the user had reported the subject device had powered down again (patient identifier (B)(6)). The biomed was unable to recreate the issue. For the second occurrence, the user had difficulty turning the device back on. According to the biomed, instead of an electrosurgical generator being used, the user facility uses alternating current (ac) power from an outlet. The outlet being utilized by the subject device is also utilized by a cart and the cart is not experiencing any power loss. There were no reported issues with the cable. Tac instructed the biomed to check the power save options in the monitor settings, which were found to be turned off. Tac advised the biomed to send in the device for evaluation. The device was returned for evaluation and the customer¿s allegation was confirmed and determined to be caused by a faulty board. During the burn-in test using the test board, the issue was not replicated. In addition, there were black shadow lines burnt into the image. The liquid crystal display (lcd) panel had over 61,000 hours of use. The rear panel had burn stains in the top left corner, which had been caused by the heat generated from the board. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer¿s biomedical engineer (biomed) reported to olympus technical assistance center (tac), the high definition lcd monitor powered off on its own. There were no reports of patient harm associated with this event.related to patient identifier (B)(6).